Event description:
Femoral cup trial (50/52/54) broke during case. All pieces were accounted for and collected by surgical tech. Cup placed in specimen cup and taken off sterile field; will be given to ortho clinician after case. No harm to patient.